Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right femoral artery using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, a non-penumbra valve and a guidewire. During the procedure, while attempting to advance the cat7 over the guidewire into the valve using the introducer, the physician encountered resistance and the cat7 would not advance. Subsequently, the cat7 became kinked at the distal end. The physician then removed the introducer and advanced the cat7 through valve of the sheath and was able to finish the procedure. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a kink near the distal tip. Further evaluation revealed that the introducer was damaged. During functional testing, the cat7 was unable to be advanced through the returned introducer due to resistance caused by the damage on the introducer. The root cause of the damaged introducer could not be determined; however, this damage likely contributed to the resistance during the procedure. Forceful advancement against this resistance during the procedure may have contributed to the kinks on the distal shaft. Subsequently, while attempting to advance the cat7 through a demonstration introducer, resistance was experienced due to the kinks on the cat7, and the catheter could not be advanced through. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.